Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had row board cables failure. A field service engineer arrived at the station. The customer logged in and navigated to storage space recovery to confirm the failure. The fse pulled the station out and removed the back panel. The fse inspected the leds, powered the station down, removed the back of the drawer, and disconnected the row board cables. The system was allowed to reset, after which the row board cables were reconnected. The fse reassembled the back of the drawer, connected it to the bus cable, powered the station up, and logged into the hardware testing application to test the drawer and cubie functions. The customer then logged in and inventoried the medications from the affected drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and not detected on bus. Nurse was trying to pull a medication and rebooted the system several times, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.